Event description:
Sometimes it feels like knee will lock and have to limp and catch it before [knee lock] had trouble walking/can't even walk/sometimes it feels like knee will lock and have to limp and catch it before [walking difficulty]. Temporary discomfort [discomfort]. Case narrative: initial information received from canada on (B)(6) 2022 regarding an unsolicited valid social media serious case received from a patient. This case involves adult and unknown gender patient who had trouble walking/can't even walk/sometimes it feels like knee will lock and have to limp and catch it before, sometimes it feels like knee will lock and have to limp and catch it before, and temporary discomfort with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. This case is linked to (B)(4) (case for right knee). The patient's past medical treatment included synvisc 3 years and 2 months ago and worked. The patient's past medical history, vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection intraarticularly (with unknown strength, dose, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown date in (B)(6) 2022 on the same evening the patient had trouble walking afterwards (gait disturbance; seriousness criteria: disability). It was reported that the day of injection everything was great but by that evening patient could not even walk and it was always just the right knee that does that very painful and had to use a walker. Patient reported that of course it was a temporary discomfort (discomfort; onset: on (B)(6) 2022 and latency: few days) for a long term benefit but was wondering if anyone else had the same experience and what does they do to make it better or just wait it out. It was also reported that sometimes it feels like the knee would lock (joint lock; onset: on (B)(6) 2022 and latency: few days; seriousness criteria: disability) and had to limp and catch it before, a month without using knee and leg muscles really do a number so now patient had to get back to normal exercise. It is unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. This case is for the injection in left knee. Action taken: unknown for all the events corrective treatment: using walker for the event gait disturbance and joint lock; not reported for other event. Outcome: unknown for all the events.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves a patient who had trouble walking/can't even walk/sometimes it feels like my knee will lock and have to limp and catch it before, discomfort and painful after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Had trouble walking/can't even walk/sometimes it feels like knee will lock and have to limp and catch it before [walking difficulty] temporary discomfort [discomfort]. Case narrative: this case is linked to (B)(4) (case for right knee) (multiple device suspect used for the same patient). Initial information received from canada on 29-nov-2022 regarding an unsolicited valid social media serious case received from a patient. This case involves adult and unknown gender patient who had trouble walking/can't even walk/sometimes it feels like knee will lock and have to limp and catch it before and temporary discomfort with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc 3 years and 2 months ago and worked. The patient's past medical history, vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection intraarticularly having the strength 16mg/2ml in left knee (with unknown dose, frequency, indication, batch number and expiry date). Information regarding the batch number and expiry date was requested. On an unknown date in (B)(6) 2022 on the same evening the patient had trouble walking afterwards (gait disturbance; seriousness criteria: disability). It was reported that the day of injection everything was great but by that evening patient could not even walk and it was always just the right knee that does that very painful and had to use a walker. Patient reported that of course it was a temporary discomfort (discomfort; onset: (B)(6) 2022 and latency: few days) for a long term benefit but was wondering if anyone else had the same experience and what does they do to make it better or just wait it out. It was also reported that sometimes it feels like the knee would lock and had to limp and catch it before, a month without using knee and leg muscles really do a number so now patient had to get back to normal exercise. It is unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. This case is for the injection in left knee. Action taken: unknown for all the events. Corrective treatment: using walker for the event gait disturbance and not reported for other event. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 30-nov-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated:based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. (B)(6). The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 14-dec-2022 with summarized conclusion as no assessment possible. Additional information was received on 14-dec-2022 from the quality department. Ptc details and strength was added.